Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (pd) patient experienced peritonitis which was manifested by turbid effluent. The cause of the event was not reported. It was not reported if the patient was hospitalized for the event. On an unreported date, the patient was received unspecified treatment (dose, route and frequency were not reported) for the peritonitis. At the time of this report, the patient was recovering from the event. Pd therapy was ongoing. No additional information could be provided as the reporter declined follow up.